Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record: batch record file number: (B)(4) was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on this batch released in july 2024. Summary of investigation: x-ray pictures, the involved device and the completed information form were returned for investigation. Information analysis: the port was implanted during 4 months via the right subclavian vein. X-rays pictures review: two x-ray pictures were transmitted for review. Both were taken on (B)(6) after the incident occurrence. 1/ the access port housing is visible, but the catheter is disconnected from it. 2/leakage of contrast agent is observed around the port. It stays at this level and doesn't not go through the catheter, which confirms the catheter disconnection. Visual inspection of the returned device. The access port housing, the connection ring and the catheter were received and are all disconnected. The catheter measures around ~20cm. No defect is visible on those elements. Dimensional measures: the received elements (catheter, connection ring and exit cannula of access port housing) were measured: they are all compliant with the defined specifications. Pull test at the juncture access port-catheter. A pull test was performed by using the received catheter, access port housing and connection ring. The pull test result is compliant with the requirement: the disconnection strength is 3 times superior to the iso 10555-6 standard requirement. Raw material historical review: the batch records of the catheters, the connection rings and of the access ports housing included into the impacted device kit were verified. They are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional inspections are performed during our manufacturing process. No discrepancy in our manufacturing process that could lead to this type of defect was observed. Root cause: the performed investigations have confirmed the compliance of the returned device with the specifications and requirements. The short duration of implantation (4 months) allows to hypothesis that the catheter was not correctly/completely mounted on the exit cannula: not firmly pushed onto the exit cannula ensuring the catheter covers the exit cannula up to the stop, as required in the IFU. Conclusion: our investigations did not allow to detect any discrepancy during the manufacturing process. In addition, the returned sample was compliant with the defined specifications. No other complaint was received on the involved batch. Consequently, it is highly suspected that a handling error by the medical staff is at the origin of this catheter disconnection after 4 months of implantation. Catheter disconnection is a known complication of access port devices. The complaint rate for this type of incidents remains low ((B)(4)). No corrective action is currently envisaged. The IFU already gives recommendations to avoid this type of incident.

Event description:
"Catheter disconnection. Implantation on (B)(6) - catheter retrieved with a lasso on (B)(6). Five sessions were performed."